Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that patient was injured in her health, strength, and activity, sustaining injury to her person, all of which injuries have caused patient severe mental and physical pain and suffering which will result in some permanent disability to her body. No add'l info was provided.